Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error alarm on their insulin pump. The customer states that there is also a grey circle at the end of it that is pushed out, and when pressed, insulin comes out. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the drive support cap was found to be damaged. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.